Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the recent implant of this right ventricular (rv) lead, appropriate sensing and impedances were noted, however, the thresholds were high. During the procedure, the patient became unstable and unresponsive. It was noted in fluoroscopy that the patient had a pericardial effusion. The patient was given cardio pulmonary resuscitation, intubated and sent to the operating room.